Manufacturer narrative:
(B)(4). The sample was received for evaluation. No defects were observed during visual inspection. The bladder was refilled with water for a functional test. After fill, no signs of fluid was observed coming out of the distal luer. Forced prime was attempted, but flow was still not observed. The reported problem was therefore confirmed. Microscopic examination of the flow restrictor revealed the problem was caused by drug residue blocking the fluid path at the distal end of the glass capillary located inside the flow restrictor housing. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that flow stopped after a period of time of patient use in a low volume infusor. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.